Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Pfs alleges pain, difficulty ambulating and elevated metal ions. After review of medical records, patient was revised to address pain and instability. Revision notes stated about a pseudo capsule found upon incision of the tensor fascia. Metallosis was noted within the soft tissue. There was also noted to be easy subluxation of the prosthesis. Doi: (B)(6) 2009, dor: (B)(6) 2016, (right hip).

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges pseudotumor and metal wear.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.